Event description:
During the atrial tachycardia procedure, an air leak was noted. During the procedure, the sheath was inserted into the right atrium, and mapping was performed using the advisor hd grid catheter. When performing a brk for left atrium mapping, the non-abbott catheter (acunav) was inserted into the sheath. After entering the left atrium and inserting the advisor hd grid catheter was inserted, air was aspirated, and air was drawn. Several attempts were made to aspirate the air, but it could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The products inserted directly into the hemostasis valve were the included dilator, advisor hd grid catheter, and acunav catheter. No additional venipuncture or septal puncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.